Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose. The customer states they smell insulin. The customer's blood glucose level at the time of incident was 400mg/dl. The customer is not sure of the location of the leak. Troubleshoot was conducted, and the customer is being sent out replacement. The customer was advised to monitor the device, and call back if issues persist.